Event description:
Customer reported that their qc and patient aptt results have been decreased by about 10 seconds on their acl top 500 cts when using hemosil synthasil reagent. Per manufacturer's instructions, they have clean b in the appropriate position. The customer has a second analyzer, with the same exact reagent configuration, which does not show this problem. There was no reported adverse event. No back-up data from the analyzer has been provided.

Manufacturer narrative:
This complaint is currently under investigation. A follow-up report will be filed once a conclusion is determined from this investigation.